Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no: 383538, batch no: 8186541. It was reported that during use of the bd nexiva¿ closed IV catheter system the catheter broke apart from the inserter when inserted into a patient. The following information was provided by the initial reporter: event description per attached customer email states, "hey ¿ we had a 20g nexiva cath break apart when inserted in a patient in the ed. Part # 383538 ¿ lot # 8186541. I have it in my office. I know you are out of town so will hold on to it ¿ just let me know how you want to get it.". During follow up call with customer 04/10, the event date was provided and clarification was obtained about the location of where the catheter separated (from inserter). Customer also stated that no medical intervention was needed and only additional action taken was having to restick the patient. There was blood exposure, but the staff member was wearing ppe.

Event description:
Material no: 383538, batch no: 8186541. It was reported that during use of the bd nexiva¿ closed IV catheter system the catheter broke apart from the inserter when inserted into a patient. The following information was provided by the initial reporter: event description per attached customer email states, "hey ¿ we had a 20g nexiva cath break apart when inserted in a patient in the ed. Part # 383538 ¿ lot # 8186541. I have it in my office. I know you are out of town so will hold on to it ¿ just let me know how you want to get it." During follow up call with customer 04/10, the event date was provided and clarification was obtained about the location of where the catheter separated (from inserter). Customer also stated that no medical intervention was needed and only additional action taken was having to restick the patient. There was blood exposure, but the staff member was wearing ppe.

Manufacturer narrative:
PMA / 510(k) #: k183399.

Manufacturer narrative:
Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one nexiva 20ga catheter adapter extension set assembly along with a needle cover, 2 vent plugs and a blue cap. Through the visual/microscopic evaluation the extension tubing was found to be disconnected from the winged adapter port. There were no traces of adhesive present on the extension tubing. Your reported issue was confirmed as there was not sufficient adhesive in the extension tubing/ adapter joint. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an insufficient amount of adhesive dispensed in the tubing/adapter port joint. Corrective actions, CAPA#684099, have been initiated to monitor the reported issue.

Event description:
Material no: 383538, batch no: 8186541. It was reported that during use of the bd nexiva¿ closed IV catheter system the catheter broke apart from the inserter when inserted into a patient. The following information was provided by the initial reporter: event description per attached customer email states, "hey, we had a 20g nexiva cath break apart when inserted in a patient in the ed. Part # 383538, lot # 8186541. I have it in my office. I know you are out of town so will hold on to it, just let me know how you want to get it." During follow up call with customer 04/10, the event date was provided and clarification was obtained about the location of where the catheter separated (from inserter). Customer also stated that no medical intervention was needed and only additional action taken was having to restick the patient. There was blood exposure, but the staff member was wearing ppe.